Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred for (B)(4). Data was provided for evaluation and the allegation was confirmed for (B)(4). The probable cause was determined to be a low transmitter battery. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.